Event description:
It was reported by the sales rep that the tip of the quickdraw25 (qd25) venous cannula detached and remained within the patient. "When it was withdrawn, the nurse noted the reinforced wire end (approx. Three inches long) had broken off in the patient." The md called for x-ray, but was able to palpate the groin and feel the location of the missing tip. The vessel was opened to remove the tip." No further patient injuries were noted.

Manufacturer narrative:
Evaluation: the quickdraw venous cannula, qd25 with introducer packaged was returned for evaluation. Some dried blood was visible on the returned components. The customer report of the tip of the qd25 detached was confirmed. The cannula was visually inspected and found a part of cannula approx 3 inches long was broken off at the fifth segments of the cannula. The overcoat had been completely torn and the tecothane basket was missing. The desegmented area showed signs of mechanical force on the proximal end, most likely due to retrieval from the body following the desegmentation. All bond areas between the remaining baskets of the device showed signs of separation between the tecothane and wire-wound body sections; however, the overcoat on these sections remained intact. The edges of the tecothane on the remaining baskets do not show signs of melting or bonding to the wire-wound sections . A device history record (DHR) review was completed for (B)(4) and there were no manufacturing nonconformance associated with this lot. The root cause of the incomplete thermal bonds of the returned device is most likely due an oven process temperature being too low to adequately fuse the thermal bonds of the cannula. The root cause of the overcoat breaking in addition to the incomplete tecothane bonds cannot be determined. Qd25 manufacturing and acceptance activities are being reviewed as part of product risk assessment. The information gathered through this reported event and evaluation will be included in trend data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device is currently being held by the user facilities risk department. When their evaluation has completed, they stated the device would be returned for evaluation. Upon return of the device, evaluation into the root cause will be completed.

Manufacturer narrative:
Correction to initial root cause determination: the root cause of the incomplete thermal bonds of the returned device is most likely due an oven process temperature being too low to adequately fuse the thermal bonds of the cannula. The root cause of the overcoat breaking in addition to the incomplete tecothane bonds cannot be determined. Additional information: based on the additional investigation performed via surgeon interviews ((B)(6) 2013) the original analysis is not considered to be correct. The analysis now shows that the increased forces extended on the cannula during its percutaneous insertion and removal were the major cause of the events. Through the additional investigation it was found that the process met the cannula strength requirement over time. A technical summary has analyzed the visual requirement to tensile strength of the cannula body. This information along with interviews from surgeon interviews has modified the root cause conclusions for this complaint. A product risk assessment was initiated for the complaint investigation. The information gathered through this reported event and evaluation will be included in trend data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.